Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 20 mg/dl when paramedics arrived. Customer stated that his blood glucose was high and he took an injection to bring the blood glucose down. Nothing further was reported.